Event description:
.

Manufacturer narrative:
Mfg date will be forwarded when available. Sorin group (B)(4) rec'd a medwatch report, (B)(4), stating that during bypass, the pump stopped for a few seconds while attempting to activate pulse mode. The pump rebooted itself and started immediately. Sorin group (B)(4) manufactures the s5 pump. The incident occurred in (B)(6). This report is filed on behalf of sorin group (B)(4). A sorin group service rep was dispatched and evaluated the pump. No problems relating to this incident were found. The system was functionally tested and returned to service. During the visit, add'l repair was performed on the pump that was unrelated to the reported problem. The facility's biomed was contacted and confirmed that no problem was found during the eval. The pump has functioned properly and has not had any issues since it was returned to service. Risk management was contacted and stated that there was no pt harm. It was stated that the facility felt the incident presented a risky situation and this is why the medwatch report was filed. Sorin group (B)(4) rec'd a medwatch report regarding this issue. This medwatch report is filed as a result of this action. No further action is deemed necessary.